Manufacturer narrative:
(B)(4). Date of event: publication year of 2016. Batch # unk. This report is related to a journal article, therefore no product will be returned for analysis and the device history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the specific number of patients who utilized ultracision harmonic scalpel and experienced blood loss (800ml), renal vein injury, retrograde ejaculation, and lymphocele formation does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. (B)(4).

Event description:
It was reported via literature entitled: laparoscopic postchemotherapy retroperitoneal lymph-node dissection can be a standard option in defined nonseminomatous germ cell tumor patients. Author/s: nicola nicolai, francesco cattaneo, davide biasoni, mario catanzaro, tullio torelli, michele zazzara, andrea necchi, patrizia giannatempo, md,3 daniele raggi, luigi piva, maurizio colecchia, roberto salvioni and silvia stagni. Citation: journal of endourology (2016); 30(10): 1112-1119. Doi: 10.1089/end.2016.0458. The authors presented their experience with laparoscopic postchemotherapy retroperitoneal lymph-node dissection (l)-pc-rplnd in selected nonseminomatous testicular germ cell tumors (nsgct) patients with a clinically relevant residual mass, to evaluate systematic feasibility, safety, and efficacy. Between february 2011 and august 2015, a total of 67 patients (mean age 27.5 years; age range: 17¿45 year) underwent (l)-pc-rplnd for a residual retroperitoneal mass. Dissections are performed with ultrasonic energy platform (ethicon ultracision harmonic scalpel). Reported complications included blood loss (800ml) (n-?) Requiring transfusions of two units of packed red blood cells, renal vein injury (n-?) Which required a conversion, retrograde ejaculation (n-?), and lymphocele formation (n-?) Requiring percutaneous drainage. In conclusion, l-pc-rplnd requires experienced surgeons, but represents a systematic alternative to open surgery in selected patients.